Event description:
The customer observed positively biased vitros trop I es results on a precision test performed during the troubleshooting of a trop I es precision issue. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient results were questioned and there were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the reagent metering and well wash subsystems returning the vitros eci to expected operation. The root cause of the imprecision is instrument related.